Event description:
It was reported that polymorphic ventricular tachycardia (vt) was misinterpreted as supraventricular tachycardia (svt) by the device. The device then interpreted the vt correctly and delivered an ineffective shock followed by an effective shock which required more energy. The physician performed an induction test in clinic and the event was reproduced. The test was performed again with different programmed settings and two shocks were ineffective by the device. The patient was externally defibrillated which was also unable to convert the induced vt. The third shock from the device was successful. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was explanted to resolve the event. Additionally, the patient experienced dizziness and is in stable condition.